Event description:
During stent deployment, there was loss of integrity of the enclosed stent delivery balloon with concurrent extramural extravasation of contrast which was temporally related to the loss of balloon integrity. The 3.0 stent also demonstrated loss of balloon integrity without extravascular contrast extravasation. On ex vivo examination, both balloons demonstrated small holes on their distal aspects. While the extravascular dye extravasation appered to "seal off" with balloon inflation and did not result in paricardial tamponade, intravascular ultrasound demonstrated the appearance of an intramural hematoma involving and compromising the left main coronary artery and the pt was referred for coronary artery bypass grafting. It is the facilities assumption that because both the stent delivery balloon and the unrelated stent balloon developed distal pinhole leaks that a sharp malformed/malpositioned stent strut or a sharp spicule of calcium was responsible for the balloon leaks and that the stent delivery balloon leak was responsible for the extravascular dye extravasation and subsequent intramural hematoma. Intravascular ultrasound data would not support the proximal vessel being undersized for the 3mm device and excessive calcification was not present.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.